Event description:
Attorney reported: on (B)(6)2005 - patient underwent a repair of her chronically incarcerated incisional hernia. On (B)(6)2009 - patient developed a chronically infected and draining sinus tract from her incision in the abdominal wall. On (B)(6)2009 - patient underwent excision of her chronic sinus tract of the abdominal wall and excision of the mesh that had been implanted. On exploration, the surgeon noted that the "infection was seen to be arising from the mesh" and "all the loose mesh was excised". Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.